Event description:
It was reported that the customer's insulin pump had repeated motor error alarm occurred while rewinding. I tried to get out of the rewinding screen but he pump was not responding. No further details given.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.